Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a burning smell from the back of the device. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The reported issue was neither confirmed nor duplicated. Through evaluation troubleshooting, the assignable cause for the reported issue was undetermined. The device met performance specification requirements relative to the reportable issue. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report smelling something burning from the back of the unit on a homechoice (hc) machine during fill 3. The patient was connected. This was the first clinical use of the device. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.